Event description:
Consumer reported finding the needle to bend during use and clog during the injection.

Manufacturer narrative:
Correction: h3 and h6. Executive summary: samples were received, and an investigation was embecta was able to duplicate or confirm the indicated issue as bent/broken npe cannula and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.

Event description:
Consumer reported finding the needle to bend during use and clog during the injection. Lot # 3066031. Catalog# 320550. Date of event unknown . Sample status awaiting sample.